Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) prematurely separated from the delivery catheter after fixation. The lp remained implanted. After removing the delivery catheter, the tethers were observed to not align correctly. The patient was in stable condition.